Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A historical review of the customer complaint database was performed and no adverse quality trends were identified during the complaint review process for item #4251644-02. There are no other reports of this nature against the reported lot number. The batch record was reviewed f and no defects were found at in-process inspection or at final process inspection. The process cards show no abnormalities. The actual device in the reported incident has not been received yet for evaluation and the investigation is on going at this time. A follow up report will be submitted when the results become available. It should be noted that the introcan safety is designed to reduce the risk of needle stick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into a appropriate sharps container.